Manufacturer narrative:
Exact date unknown, event occurred (B)(6) of 2021.

Event description:
It was reported that the patient had wound dehiscence at the ipg incision site. It was noted that the patient also had an elevated white blood cell count. The physician did not feel like it was grossy infected, however, felt that the healing issue was due to the patient being thin in nature and a smoker. The patient was placed on antibiotics and underwent an ipg explant procedure. The explanted ipg was not returned to bsn as it was kept by the medical facility.